Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 426 mg/dl and 137 mg/dl within 10 minutes on the aviva nano system. Customer administered humalog after testing 426 mg/dl. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.